Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was found to be stuck in the header of this pacemaker. This was observed during a normal device changeout procedure. It was noted that one of the set screws was unable to retract. Attempts were made to pull out the seal plug. A pin cutter was utilized to open the header of the device and a tweezers used to push the pin out. The lead was freed and a new device was successfully implanted. The patient was not pacemaker dependent. No adverse patient effects were reported.